Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; error code found in the device logs and at test. The battery cable wires were found pinched with exposed wires in the lower case. Analysis also found one case screw was contaminated. It was noted the low battery light was illuminated at power up. (B)(4).

Event description:
It was reported that the external pulse generator (epg) experienced an error when doing a rapid atrial pacing test during out-of-box testing. The epg was returned for repair. There was no patient involvement.